Manufacturer narrative:
Initial MDR (B)(4) - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced issues with two infusion sets, specifically with the cannula being bent. The event dates were recorded as 9-apr-2024, and 23-apr-2024. The patient noticed symptoms within three hours of insertion, and the site of insertion was the abdomen. The patient regularly rotates the site location and there was no impact on the site area. The patient's blood glucose levels at the time of the issue were between 150-190 mg/dl for the first event and 260-300 mg/dl for the second event. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.